Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown tomofix plate, unknown quantity, unknown lot the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: lansdaal, j. R. Et al (2016) early weight bearing versus delayed weight bearing in medial opening wedge high tibial osteotomy: a randomized controlled trial. Fifty patients, median age 54 years (range 40-65), with medial compartment osteoarthritis, underwent a medial opening wedge high tibial osteotomy utilizing a locking plate without bone grafting. Patients were randomized into an immediate or a delayed (2 months) weight bearing group. Complications included the following: a (B)(6) male, from the immediate group, with a symptomatic non-union required iliac crest bone grafting at 11 months post-op. Resolution of symptoms and radiographic union occurred in 3 months this is report 2 of 3 for (B)(4). This report is for an unknown tomofix plate a copy of the literature article is being submitted with this medwatch